Event description:
The customer contacted beckman coulter, inc. (Bec) to report discrepant results for troponin I (accutni) for two (2) patient samples assayed using access accutni reagent on an access 2 immunoassay system. The patient results were not reported out of the laboratory. There was no impact to patient treatment. For one of the patient samples, the initial accutni result was above the acute myocardial infarction (ami) cut-off concentration. Upon repeat analysis, the patient sample recovered lower and within the risk stratification range. For the other patient sample, the initial accutni result was within the normal reference range. Upon repeat analysis, the patient sample recovered higher and within the risk stratification range. The customer reported that quality control (qc) results had been recovering within the laboratory's established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a high sensitivity system check. The system check passed. The fse observed that the system check substrate ratio failed. The fse resolved the failure by cleaning the aspirate probes. The fse verified that system results met published performance specifications. Although hardware issues were addressed by the fse, a root cause has not been determined for this event.